Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
On 17aug2021, a rosch-uchida transjugular liver access set was returned to cook with the hub separated from the sheath. Additional information regarding the event and patient outcome have been requested but are currently unknown.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: xi'an life electronic tech informed cook on 17aug2021 of an incident involving a rosch-uchida transjugular liver access set (rpn: rups-100, lot: 13759357). It was noted by the manufacturer upon receipt of the device that the sheath had separated from the hub. No adverse effects to the patient were reported. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use rups-100 device was returned for evaluation. Upon a visual examination, it was noted that the hub was missing from the proximal end of the sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 13759357 and component lot ic13653917 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint associated with the final product lot number; however, the event was from the same facility with an unrelated failure. Cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rosch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: instructions for use: step 13. Following completion of diagnostic and interventional procedures, remove the introducer sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the introducer sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. Upon review of the dmr, DHR, dhf, IFU, and investigation of the return device, suggests that there is no evidence the device was manufactured out of specification, or that there are non-conforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. There are 100% inspection activities in place to identify this failure prior to distribution. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.